Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable causes include the corrosion of the scope connector caused no display on the endoscopic images, due to user connecting to the video system center without drying out the connectors completely after cleaning, leading to corrosion of the electrical contacts, causing the failure in electrical contact. As the result, there is a high possibility of failure to display the endoscopic images. As stated on the instructions for use and as a preventive measure: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Evaluation found that the reported issue was not duplicated. The image was found normal and was stable throughout the burn in testing. The device however was found to have a corrosion on the contact pins inside the video connector which likely contributed to the reported issue. The identified part was replaced and repaired. Once completed, the device was tested per the required testing and specifications. The device passed with no issues observed. In addition, the repair service advised the customer to keep the scope dry before insertion to video connector unit to avoid corrosion and the issue to reoccur. As stated on the IFU and as a preventive measure, the user manual states : after wiping with a piece of moistened gauze, dry the video system center thoroughly before using it again. If it is used while still wet, there is the risk of an electric shock. When cleaning the video system center, always wear appropriate personal protection equipment such as eye wear, face mask, moisture-resistant clothing, and chemical-resistant gloves that fit properly and are long enough so that your skin is not exposed. Blood, mucus, and other potentially infectious material adhering to the video system center could pose an infection control risk.

Event description:
It was reported that during a diagnostic colonoscopy procedure, the device cv-190 exhibited no image. According to the reporter, the image went dark and nothing was showing on the screen. The procedure was delayed approximately 40 minutes however, no impact or harm to the patient was reported. The intended procedure was completed using a similar device. Procedure was successfully completed without any reported issues.